Manufacturer narrative:
If further information becomes available, a follow up medwatch will be submitted.

Event description:
Snowden-pencer duckbill (sp90-7863) was being used by the doctor during surgery. The doctor was grasping some tissue with it inside the abdomen (for a laparoscopic case) and the handle's release lever broke off when trying to release the grasper. It was stuck closed on the tissue. The doctor had to take a hemostat to release the grasp so he could release the tissue without harming the pt. Once release, the doctor requested the device be immediately taken out of use and reported. The procedure was a laparoscopic sleeve gastrectomy, no patient harm. The event was not reported to the FDA.

Manufacturer narrative:
(B)(6). Device manufacture date: june 2016 one (1) dtouch2 duckbill dissector 5mm 36cm r/rd was returned as the complaint sample. The lot code was etched normally and displayed as f16 (june 2016). Upon initial visual inspections, usage and wear marks were noted as scuffing, discoloration/fading and scratches on the handle and tube/shaft surfaces. The grasper tip surface displayed wear typical of working end tips, such as, scratches and nicks. Overall the wear and usage marks observed on the sample were not excessive, heavy or damaging. At initial review, no major signs of damages, cracking or heat-related issues were noted, however, a broken piece was noted to be returned along with the complaint sample. The broken piece was identified as the ratchet release lever-cam (92-1305), which was missing from the top of the moving male part (94-1301) of the blue handle. The release lever cam is held in place on the male handle by use of a coil-pin (93-0317) inserted through a designated hole in the handle and body of release cam; the coil pin part was missing from samples and not returned. Further visual inspections confirmed that other parts of the sample aside from the failure were normal, displayed no signs of repair work/modifications and were assembled normally. The rotation knob rotated pivoted through the eight distinct detent points within the 360 degree rotation and the grasper tips opened and closed via the lever handle actuation, however the locking ratchet could not be release without the use of a tool due to observed failure. The customer reported, that the handle's release lever broke off when trying to release the grasper. Further details of the failure mode event are not described; hence it is not known if the coil-pin broke/snapped in two parts internally or if the coil-pin fell/slid out of the hole receptacle. Further examination of the failure mode area was performed at 3 times magnifications to determine possible cause of coil-pin failure. Circular wear and marring marks were observed under magnification of the coil-pin¿s hole receptacle and the hole of the lever cam indicating that the coil-pin was in place and affixed as normal. It is more likely that the pin slid out of the hole due to looseness or it is less likely that it broke under excessive force and pressure. It was concluded that the exact root cause of the failure could not be concluded without evaluation of the missing coil-pin. For further verifications, an in-house coil-pin was installed to restore the sample back to fully functional state. Upon testing, the lever cam functioned normally; allowing for the release of the ratchet teeth when depressed forward and vice versa. No further complications or issues with the installed pin were noted. The lever cam withstood repeated/multiple actuation testing with no issues or loosening of the coil-pin. The sample was verified to be returned to a normal functioning state. Device history records for this product and date code were reviewed. The lot codes generated were 882121 and 881602. Upon review of the DHR, no issues were noted. All work instructions were completed accordingly with no rejections or deviations. Conclusion(s): root cause ¿ undetermined due to missing coil-pin part not provided. Possible causes listed below. Circular wear and marring marks were observed under magnification of the coil-pin¿s hole receptacle and the hole of the lever cam indicating that the coil-pin was in place and affixed as normal. It is more likely that the pin slid out of the hole due to looseness or it is less likely that it broke under excessive force and pressure. It was concluded that the exact root cause of the failure could not be concluded without evaluation of the missing coil-pin. The sample was further verified to perform normally upon repeated testing with in-house coil-pin part, no issues were noted. Furthermore, a historical review of complaint logs indicated no similar issues such as the current complaint¿s failure mode, which suggests the coil pin failure observed may have been a one-off or due to external forces. Applicable employees have been made aware of the issue.